Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked out of the middle orange port. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on september 02, 2020 to september 04, 2020. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed between the spike port tube and the spike port bonding area of both samples. The reported condition was verified. The cause of the condition was undetermined; however, was most likely due to inadequate, or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.